Manufacturer narrative:
The device was returned to olympus for inspection when the reportable malfunction was observed based on the results of the investigation, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that the bronchovideoscope exhibited a broken instrument channel. There were no reports of patient involvement. The reportable malfunction was noted during the device evaluation by olympus.